Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that there was a patient alert for the right ventricular (rv) lead when the impedance increased up to 105 ohms and then dropped back down to 85 ohms. The alert was reset, but then alerted again. The impedance alarm was reprogrammed and the rv lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.